Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately calcified and severely tortuous left circumflex (lcx) artery. The physician encountered difficulty crossing the lesion and the maverick2 monorail balloon ruptured at approximately 4 to 5 atms on the first inflation. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the product had been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident cannot be determined.